Event description:
Pacemaker lead fracture: patient was checked in clinic on (B)(6) 2015 and was within normal limits; presented to the emergency dept (B)(6) 2015 via ambulance with near syncopal episode and admitted to telemetry. Emergency code called for multiple pauses 6 - 10 seconds associated with vomiting and loss of consciousness. Patient had a history of av node ablation and pacemaker dependent. Sorin engineer (B)(6) contacted once patient arrived to ICU. External pacemaker applied and engineer felt there was an intermittent conductor break or insulation break causing loss of capture. Engineer recommended lead replacement as soon as possible based on testing done. This (B)(6) patient lived alone at the time of the event. Pacemaker device and lead were replaced emergently - faulty lead was capped - not extracted.